Manufacturer narrative:
Hemagglutination tube testing was performed with 3 returned donor segment samples using retention anti-c (monoclonal) gamma-clone, lot 936020. This was the same lot of reagent used by the customer. All segment samples were nonreactive at is and 15'rt with retention anti-c as expected. User error or contamination of user's reagent vial cannot be ruled out.

Event description:
Customer reported discrepant results when testing samples from 3 donors. Historically negative for the c antigen with anti-c (monoclonal) gamma-clone. Customer tested 4 segments from each donor. Donor 1 was tested negative at is and weak at rt incubation. Donor 2 was tested negative at is and 3+ at rt incubation (had two different products). Donor 3 was tested negative at is and 3+ at rt incubation.